Event description:
It was reported that during the implant procedure that after 3-4 changes of stylets, the stylet would no longer pass through the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor blood/fluid obstruction. Blood was also noted in the helix mechanism.